Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5, reference: 2.7, mean: na, confidence limits: na. The inratio is >7.5 and comparative system is less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Mean and confidence limits could not be established. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(6) 2011 revealed that result comparisons met accuracy criteria. (See below) investigation results for retained strip lot #257066: donor 131 reference: 3.08, 1st inr: 3.80, 2nd inr: 3.80, 3rd inr: 3.60, bias (+ or - 1.0) 1st inr: -0.72, 2nd inr: -0.72, 3rd inr: -0.52. Donor 132 reference: 3.62, 1st inr: 4.00, 2nd inr: 4.30, 3rd inr: 4.80, bias (+ or - 1.0) 1st inr: -0.38, 2nd inr: -0.68, 3rd inr: -1.18. At least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. As of 12/02/2011, four discrepant result complaints have been reported for lot #257066, yielding a complaint rate 0.001%. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 2.7. Pt's therapeutic range: 2.0-3.0 inr. No unusual signs of bruising or bleeding reported.